Manufacturer narrative:
Findings: unit received with motion sensor test failure alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm, motor position encoder error. Alarm due to motion sensor test failure alarms. Pump received with minor scratched lcd window, cracked case at the display window corners, stained end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and motion sensor test failure. The customer was assisted with motor error troubleshooting. The customer stated their blood glucose level was 212 mg/dl or 217 mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was in the room when they had a magnetic resonance imaging. The customer also reported motor position encoder error alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for motion sensor test failure alarm was also performed. The customer stated that the alarm occurred seven times. The insulin pump kept going in a loop and failed the displacement test. The insulin pump will be returned for analysis.